Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide procedure date: no further information is available. How was procedure successfully completed? No further information is available. Please provide lot number. No further information is available. No further information will be provided. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on an unknown date and barbed suture was used. During robotic vaginal stump suture, the suture broke. No adverse patient consequences were reported. Additional information was requested.